Manufacturer narrative:
Case reference number (B)(4) is a solicited case from the epicel registry, received from an account manager on 06-apr-2023, regarding a 55-year-old male patient who had sixty grafts applied. Seventy-two grafts were received, but twelve were defective. The patient expired after grafting (pt: death). On 05-apr-2023, qc lot release assays (graft inspection qc2-027, dual stain qc2-094, endotoxin qc2-010, sterility pre-release qc2-005, sterility final product qc2-012) and environmental results (manufacturing: grade a (fingertips - left and right, bsc hood surface, settling plate - left and right, sleeve - left and right) and grade b (viable air particulates and nonviable air particulates) and qc sterility: grade a (fingertips - left and right, bsc hood surface, settling plate - left and right, sleeve - left and right)) were performed. All results were reported as ''pass''. Qc lot release assay (implemented (B)(6) 2019) 3t3 residual assay q2c-136 was reported as 0.12 - pass. The patient's medical history included 3rd degree deep thermal burns. The patient's concomitant medication included vasopressors, at time of grafting. On (B)(6) 2023, 12 out of 72 grafts were not utilized on the patient due to being defective (pt: product quality issue). Twelve defective grafts were rolled up and unsecured to gauze backing. The patient was treated with 60 out of 72 epicel grafts (cultured epidermal autografts, lot numbers: ee03112-21 and ee03113-21, expiration date: 06-apr-2023). On (B)(6) 2023, the patient died (pt: death). It was unknown if autopsy was performed. The reporter did not provide seriousness and causality assessment for the reported events. Additional information was received on 10-apr-2023, 11-apr-2023 and 12-apr-2023 and processed with the initial. No further information was provided. Company comment: death is listed per epicel IFU. Product quality issue is considered listed for epicel. It was reported that 12 out of 72 grafts were not utilized on the patient due to being defective, grafts were rolled up and unsecured to gauze backing. One day after grafting with remaining 60 epicel grafts the patient died. Cause of death, clinical course or autopsy report (if performed) were not provided. The patient had extensive third degree burns and was on vasopressors at the time of grafting, which indicates that underlying condition is more probable explanation for the event. However, considering plausible temporal relationship and lack of information, causality is conservatively assessed as possibly related to epicel at the moment. The case is serious due to fatal outcome. The case is a MDR.

Event description:
Death [death]; 12 grafts were defective [product quality issue].

Manufacturer narrative:
Case reference number (B)(4) is a solicited case from the epicel registry, received from an account manager on 06-apr-2023, regarding a 55-year-old male patient who had sixty grafts applied. Seventy-two grafts were received, but twelve were defective. The patient expired after grafting (pt: death). On 05-apr-2023, qc lot release assays (graft inspection qc2-027, dual stain qc2-094, endotoxin qc2-010, sterility pre-release qc2-005, sterility final product qc2-012) and environmental results (manufacturing: grade a (fingertips - left and right, bsc hood surface, settling plate - left and right, sleeve - left and right) and grade b (viable air particulates and nonviable air particulates) and qc sterility: grade a (fingertips - left and right, bsc hood surface, settling plate - left and right, sleeve - left and right)) were performed. All results were reported as ''pass''. Qc lot release assay (implemented (B)(6) 2019) 3t3 residual assay q2c-136 was reported as 0.12 - pass. The patient's medical history included 3rd degree deep thermal burns. The patient's concomitant medication included vasopressors, at time of grafting. On 06-apr-2023, 12 out of 72 grafts were not utilized on the patient due to being defective (pt: product quality issue). Twelve defective grafts were rolled up and unsecured to gauze backing. The patient was treated with 60 out of 72 epicel grafts (cultured epidermal autografts, lot number: ee03112-21, expiration date: 06-apr-2023). On (B)(6) 2023, the patient died (pt: death). It was unknown if autopsy was performed. The reporter did not provide seriousness and causality assessment for the reported events. Additional information was received on 10-apr-2023, 11-apr-2023 and 12-apr-2023 and processed with the initial. Need for significant correction was identified on 11-may-2023 and included removing one of the two lot numbers for epicel from narrative. No further information was provided. Company comment: death is listed per epicel IFU. Product quality issue is considered listed for epicel. It was reported that 12 out of 72 grafts were not utilized on the patient due to being defective, grafts were rolled up and unsecured to gauze backing. One day after grafting with remaining 60 epicel grafts the patient died. Cause of death, clinical course or autopsy report (if performed) were not provided. The patient had extensive third degree burns and was on vasopressors at the time of grafting, which indicates that underlying condition is more probable explanation for the event. However, considering plausible temporal relationship and lack of information, causality is conservatively assessed as possibly related to epicel at the moment. The case is serious due to fatal outcome. The case is a MDR.

Event description:
Death [death]; 12 grafts were defective [product quality issue];